Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 devices were received for evaluation; 4 events were confirmed during testing. 1 device was found to be affected by a broken accessory, corrosion, and a damaged internal component. 1 device was found to be affected by a broken accessory and damaged internal components. 2 devices were found to be affected by internal corrosion and a broken accessory. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which an accessory broke while using the device. There was no patient involvement; no patient impact.